Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The vizigo¿ sheath had to be replaced after it was inserted into the body. The hemostatic valve was pushed in while inserting the dilator. When the dilator was pulled out, the valve was pushed in and there was a lot of blood back which caused them to replace the sheath. The vizigo¿ sheath was replaced and the procedure was continued. Additional information was received, and it was reported that the proximal hemostatic valve was reported to be the issue. The valve was pushed into the clear hub and stayed in one piece. The hemostatic valve became detached from the sheath but everything else stayed inside the sheath hub itself. The sheath had just been placed in the body when they removed the dilator and that is when all the blood back came pouring out. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed, and hemodynamics were not compromised. The approximate volume of blood that was lost was 10 cc.

Manufacturer narrative:
Initially, it was assessed that this was a hemostatic valve separation issue. The biosense webster, inc. (Bwi) product analysis lab received the device for evaluation on (B)(6)-2021 and it was observed that the device was returned in the condition reported as the hemostatic valve was found dislodged inside the hub. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on (B)(6)-2021. It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The vizigo¿ sheath had to be replaced after it was inserted into the body. The hemostatic valve was pushed in while inserting the dilator. When the dilator was pulled out, the valve was pushed in and there was a lot of blood back which caused them to replace the sheath. The vizigo¿ sheath was replaced and the procedure was continued. Additional information was received, and it was reported that the proximal hemostatic valve was reported to be the issue. The valve was pushed into the clear hub and stayed in one piece. The hemostatic valve became detached from the sheath but everything else stayed inside the sheath hub itself. The sheath had just been placed in the body when they removed the dilator and that is when all the blood back came pouring out. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed, and hemodynamics were not compromised. The approximate volume of blood that was lost was 10 cc. Device evaluation details: according to pictures provided by the customer, the hemostatic valve appears dislodged in the hub. The customer complaint was confirmed based on the picture received. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. The device history record (DHR) for the lot number 00001693 has been received and no internal action related to the complaint was found during the review. Based on the DHR, the h4. Device manufacture date has been updated. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of quality process, all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)